Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited loss of capture and several atrial high rate episodes due to noise. It was also reported that the right ventricular (rv) lead exhibited loss of capture and a polarity switch. The rv lead was capped and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.